Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory notifier. The patient then sent a remote transmission, which revealed that the implantable cardioverter defibrillator was in backup mode. The patient presented to the clinic where the device was restored. The patient was asymptomatic with no patient consequences.